Event description:
A 5' 0", 240 pound pt was on the c-max table in or room 12. After the operation was complete, the nurse anesthetist proceeded to lower the table. The table went into reverse trendelenberg. Two staff members caught the pt to keep her from falling off of the table. Both staff members strained their backs according to the facility representative. The pt was not injured.

Event description:
Steris has contacted the customer for more information on the employees, however no additional information was available.

Manufacturer narrative:
The subject incident occurred when a nurse anesthetist attempted to lower a cmax surgical table after the completion of a surgical procedure on a pt. The pt was in a lithotomy position with her legs in stirrups. When the nurse anesthetist pressed a button on the hand control, the table moved into a reverse trendelenburg position. This caused the pt to slide down toward the stirrups and then in between them. The stirrups detached from the table and according to the hospital staff, the table would not reposition until the pt's weight was redistributed to the center of the table. Two hosp staff members caught the pt and prevented her from falling off the table. The pt was not injured, but the two staff members reportedly strained their backs. Steris's investigation into the subject incident indicates that it was caused by operator error. The day after the incident, a steris service technician examined the table and ran it through several articulations with the hand control. He found no problems with the operation of the table or the hand control. The service technician also interviewed the hosp staff members who were present at the time of the incident. While the nurse anesthetist denied user error, interviews with the other staff members who were present suggested some inattentiveness on the part of the operator. In addition, the service technician was able to download a computerized log of the last 255 articulations of the table. An analysis of this log by steris's engineers revealed a series of commands that also pointed to operator error. It should be noted that the "height down" button that the nurse anesthetist claims to have pressed is located immediately above the "reverse trendelenburg" button on the hand control. Steris responded to the apparent operator error by offering add'l training to the hosp staff. On december 13, 2006, a steris sales rep gave an in-service training session to hosp staff on proper operation of the table. Three add'l sessions were scheduled for the hosp staff, two of which will be devoted solely to training anesthesiology staff.